Event description:
Customer called to report the pump's driver block was not moving and pushing the plunger forward. Troubleshooting was performed. The insulin was not exiting. Also it was noticed that the driver block was sliding freely over the lead screw in the locked position. Customer denied that device was dropped, bumped, or exposed to moisture.